Event description:
The implant procedure was successfully completed and the patient was moved to recovery with satisfactory blood pressure, saturations, and the device showing sinus rhythm with biventricular pacing. Approximately 6-18 hours post implant, the patient passed away. The patients physician does not feel that the pacing system caused or contributed to the patients death in any way.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the analysis is based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. Review of the quality documents showed a regular manufacturing process.